Event description:
It was reported that the foley catheter was naturally removed. The report was attached.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed. The report was attached.

Manufacturer narrative:
The reported event was confirmed as manufacturing related (CAPA# 8266921). Received five photos for evaluation. The first one shows a top view of a 3 way all silicone catheter with blood present and syringe. The second photo shows the catheter's deflated balloon and tip, blood present. The next two photos show the catheter's cap and the tray's label. The last photo shows and a note in native language. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted to inflate the balloon using the returned syringe and 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but solution immediately started to leak through eyelets indicating lumen to lumen leak. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. A labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.